Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was the patient had not been feeling stimulation. The patient believed their battery had gone out for it was very strange for it said it was charging but the patient did not feel any stimulation when they put it on the portion that said they should feel it. Patient was having problems with their legs and they were starting to have a lot of pain and they did not know if it had to do with the battery or something else. At night when they charge the implanted neurostimulators it was weird for it would say recharging but sometimes it would charge, but pt would not feel stimulation. The issue had been going on for about 3 weeks now. Patient noted they had problems charging for a little while but it did charge at some point and it said 100% but they were not feeling anything. Patient changed it from not feeling to feeling and they could feel it in their thighs but they felt nothing. Agent redirected the pt to their managing hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G3: correction to notify date after additional information was received from the manufacturing representative. Correct notify date should be 2025-mar-24 due to rep confirming they were not made aware of the issues the patient reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Rep stated they were not made aware of the event. Patient left a voicemail for them to call the patient back. Rep made numerous attempts to get in touch with patient but calls go straight to voicemail, all voicemails the rep left had gone unanswered. Rep confirmed they were unaware of any issue and still unable to get in contact with the patient.